Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. Pt said she was not sure if the device was working . The therapy was on. Pt increased stim to a point where she can feel stim. Symptoms reported were: pt said she is has to go to the bathroom too often and in a hurry . Event date: (B)(6) 2016. Pt said about 3 days ago. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.